Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based on the reported info.

Event description:
The pt reported that he has a quarter inch hole on the left side of his temple and has been having eye problems (not specified). It has been approx 8-10 weeks after the surgery and he has pain. He has had a CT scan without contrast and it revealed sinus problems, sinusitis. Pt stated he was scheduled to see an eye doctor. A copy of the operative report was received from pt on 21 november 2014 with the following info: on (B)(6) 2014 the pt underwent a revision of a dorsal column stimulator battery and lead (preoperative/postoperative diagnosis: cervical dorsal column stimulator battery malfunction). According to the operative report received from the pt, general endotracheal anesthesia was administered. The pt was rolled to the prone position on the wilson frame; battery and wires were dissected free. The wound was irrigated and closed with sutures. Sterile dressing was applied. The pt was rolled back to a hosp bed, placed in the radiolucent mayfield head holder and then rolled on to the new hosp bed on a wilson frame. As the pt was being positioned, the mayfield broke. The pt's head was being held and there was no abnormal movement. The broken mayfield was removed. A standard mayfield was placed and secured to the table and the table was then positioned with the pt in gentle flexion. After positioning, x-rays were obtained in the ap and lateral position. The pt's posterior fossa region was clipped and washed with triseptin. Surgery for the revision of the dorsal column stimulator battery and lead proceeded and was completed. After the sterile dressing was applied, the pt was flipped back to the supine position on the hosp bed with removal of the mayfield and taken to the recovery room in stable condition. Contact info of user facility was provided by the customer and several attempts have been made to obtain clinical info (including exact product ID of mayfield involved and product return status) but no new info was able to be obtained. To date, as per customer, he has not yet seen the eye doctor for his eye problems.